Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards australia affiliate, during a transfemoral tpvr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon burst during deployment. There was no additional information provided.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually inspected, and the following was observed: balloon burst was confirmed. Radial tear burst. No missing balloon material. Dimensional testing was performed and single wall thickness of the inflation balloon was taken along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. An image and video was provided by the site, and the following was observed: post-procedural image showing dryseal sheath tip folded in on itself. Procedural video confirming balloon burst through fluoroscopy, and non-edwards valve previously inserted. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The complaint for balloon burst was confirmed by the provided video and visual inspection of the returned device. As reported, 'it was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in pulmonic position by transfemoral approach. The commander delivery balloon burst during deployment.' Without the return of applicable patient information, there is insufficient information to determine a root cause contributing to the reported balloon burst. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules or interaction between the balloon and degenerating pre existing valve can compromise the structure of the balloon wall, at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, there are extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. Likewise, the off label use of the sapien 3 ultra valve may have also contributed to the reported event as the commander with s3u system is not indicated for use in pulmonic position. Due to limited information, a definitive root cause was unable to be determined at this time, however, patient factors (calcification, pre existing valve, off label use) may have contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.